Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's current implant needs to be replaced soon as it was at the elective replacement indicator (eri) now and this implant's battery seemed to be going down faster than his first implant did. Caller confirmed that the first implant battery depleted normally. Caller did say that the patient's settings were higher with this implant compared to the last implant and it was reviewed how this can effect battery life. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient's battery depletion is normal according to the movement disorder specialist. Impedances were normal at patient's august appointment. Settings are higher than their previous ins.